Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the threaded rod that holds the black plastic impactor fractured, preventing the user from unscrewing the component for proper cleaning. No foreign body fell into or was retained in the patient. No reported consequences or impact to the patient. Attempts have been made and no further information or product has been provided at the time of this report.

Manufacturer narrative:
(B)(4) . This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The product involved in the reported event was not returned for investigation; however, photographs were provided and reviewed. Visual evaluation showed that the head of the oxford uni tibial impactor screw appears to be fractured. The shaft of the screw appears to remain retained within the body of the probe head (center foot assembly/modular head extractor). The instrument body shows signs of wear and use consistent with its length of time in the field, approximately 18 years. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.